Event description:
The pt reportedly experienced intermittency and loss of sound. External equipment was exchanged; however, this did not resolve the issue. The pt's device has been explanted, and the pt was reimplanted with another advanced bionics device.